Event description:
The recipient was not satisfied with device. The recipient has single sided deafness, never really received benefit from the device and did not like the "bump" (implant profile) on her head. Additionally, the device housing had slipped directly behind the pinna and this was causing discomfort. This pain/discomfort was present even without wearing the external devices. There was no report of a trauma and no changes in health or medication. No infection was reported. The device was explanted on (B)(6) 2019. The recipient will not be receiving a new device.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the device was explanted due to pain/discomfort which was likely caused by the reported displacement of the stimulator housing. The recipient did not wish re-implantation. Mechanical damage found during investigation is attributable to the removal surgery. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was not satisfied with device. The recipient has single sided deafness, never really received benefit from the device and did not like the "bump" (implant profile) on her head. Additionally, the device housing had slipped directly behind the pinna and this was causing discomfort. This pain/discomfort was present even without wearing the external devices. The recipient wanted the device to be removed. The device was explanted.